Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer (xdcr) fault, motor fault, low minute volume (ve) and low peak inspiratory pressure (pip). The customer reported patient involvement but no allegation of patient injury/harm.